Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would power off when moved abruptly. In this state, defibrillation therapy may be delayed or not available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker scrapped the customer's device due to lack of replacement parts. The power pcb assembly was removed for further evaluation, however the pcb passed functional testing. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would power off when moved abruptly. In this state, defibrillation therapy may be delayed or not available if needed. There was no patient use associated with the reported event.